Manufacturer narrative:
Conclusion of product analysis: the handles used by the site showed obvious signs of wear, no longer allowing safe use of these accessories on the eos system. Additionally, the handles were not used per labeled intended use (leaflet d14.595.12.06)stating: "only for stabilizing the hand or arm and for fixing the hand by pressing the stabilization grip on any smooth, gastight surface: such as wash-basin, on the table of the wheelchair, desks, attention: don't use the grip as an aid for standing up or as a holding grip!" Labeled instructions are very clear on intended use and monitoring and maintenance measures to be taken such as the safety indicator. However these instructions were provided in english and german only to the french customer, which didn't probably allow him to fully understand the intended use of the handles, monitoring and maintenance measures. On june 1, 2017, eos imaging has initiated a medical device removal of the roth mobeli grab handles used with eos system: the stabi vario model involved in the incident but also the dual grip model (model # 14002 25 s) distributed by eos imaging and that uses the same operating principle as the stabi vario handle. This field safety corrective action bears internal reference reg-(B)(4).

Manufacturer narrative:
Conclusion of product analysis: the handles used by the site showed obvious signs of wear, no longer allowing safe use of these accessories on the eos system. Additionally, the handles were not used per labeled intended use (leaflet d14.595.12.06)stating: "only for stabilizing the hand or arm and for fixing the hand by pressing the stabilization grip on any smooth, gastight surface: such as wash-basin, on the table of the wheelchair, desks, attention: don't use the grip as an aid for standing up or as a holding grip!" Labeled instructions are very clear on intended use and monitoring and maintenance measures to be taken such as the safety indicator. However these instructions were provided in english and german only to the french customer, which didn't probably allow him to fully understand the intended use of the handles, monitoring and maintenance measures. On june 1, 2017, eos imaging has initiated a medical device removal of the roth mobeli grab handles used with eos system: the stabi vario model involved in the incident but also the dual grip model (model # 14002 25 s) distributed by eos imaging and that uses the same operating principle as the stabi vario handle. This field safety corrective action bears internal reference reg-(B)(4).